Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle leaked/sprayed during use. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Thank you for sending in your sample, however we are unable to locate it at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed and zero defects were noted during all the leak tests performed. Batch 6339781: assembly batch 6299716 had 91 visual inspections performed on 4,750 parts with two defects noted for low lube solids (accepted on deviation), and epoxy dripovers (scrapped). Eleven leak tests were performed on 55 parts with zero failures recorded. Batch 708752: assembly batch 7059646 had 150 visual inspections performed on 7,500 parts with one defect noted for discolored shields (stat. Sampled and accepted). Twenty-pne leak tests were performed on 105 parts with zero failures recorded. Batch 6207976: assembly batch 6209687 had 42 visual inspections performed on 2,100 parts with one defect noted for unshielded needles (scrapped). Six leak tests were performed on 30 parts with zero failures recorded. Batch 5148888: assembly batch 5119879 had 61 visual inspections performed on 3,200 parts with zero defects noted. Nine leak tests were performed on 45 parts with zero failures recorded. Batch 3061350: assembly batch 3031201 had 74 visual inspections performed on 3,700 parts with zero defects noted. Eleven leak tests were performed on 55 parts with zero failures recorded. No quality notifications for leakage were written for these batches, nor for their associated assembly batches. Based on the complaint text, the possible root cause may be the way the needles are being attached to the syringe.